Event description:
New information received noted that the right ventricular lead exhibited high pacing impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-27898. Related manufacturer reference number: 2017865-2021-28257. It was reported that the patient presented in clinic for a follow-up. It was noted that the patient had manipulated the implantable cardioverter defibrillator. A chest x-ray revealed that the right atrial lead and right ventricular lead had dislodged due to twiddler's syndrome. Additionally, the right ventricular lead exhibited high impedance and high capture thresholds. The leads were removed and replaced. The patient was stable.